Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, during troubleshooting the customer noticed that the pump unexpectedly reset. There was no impact to customer's blood glucose level. Customer loaded a new cartridge onto the pump and stated that they will continue to use the pump for insulin therapy.